Event description:
It was reported that during a lobectomy, the tissue pad was peeled away when the device was used a few times. The tissue pad was detached on the mayo table, so no piece fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.